Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Although the sample photo is not in good resolution, it can be observed that activation failure occurred in the part as reported by the customer. Confirmed: bd was able to confirm the complaint for the defect claimed. Based on the results of the investigation a root cause has not been determined for the defect described in this complaint.

Event description:
It was reported that an unspecified number of 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a partial needle retraction during use. The following information was provided by the initial reporter: the safety mechanism was not completely activated. Information received by email: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced a partial needle retraction during use. The following information was provided by the initial reporter: the safety mechanism was not completely activated. Information received by email: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapeutic to the skin.